Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a celsius catheter was being used on a patient during an svt procedure. The catheter was inserted into patient and removed. Early in the procedure, the consultant noticed a "funny plastic" at the end of the catheter. It was described as clear flexible plastic, size was approximately 1-2 mm. There was no problem reported with the patient or catheter removal from the patient. The procedure was completed with another catheter. During visual inspection the "funny plastic" material was noticed on the tip. An ftir test was performed for this foreign material. The ir spectra obtained show that material has a biological nature, the components found were protein, lipids and nucleic acids, and this is characteristically bands of the major components of a human tissue. Device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. From the results it can be concluded that the foreign material does not belong to the catheter. All catheters are inspected 100% before being packaged. The complaint condition was confirmed, but does not seem to be related to the manufacturing process.

Event description:
It was reported that a celsius catheter was being used on a patient during an svt procedure. The catheter was inserted into patient and removed. Early in the procedure, the consultant noticed a "funny plastic" at the end of the catheter. It was described as clear flexible plastic, size was approximately 1-2 mm. There was no problem reported with the patient or catheter removal from the patient. The procedure was completed with another catheter. Multiple attempts were made to obtain more detailed information from the customer via the local bwi representative, such as whether or not the "funny plastic" was present before the catheter was used on the patient; picture of the catheter, etc. However they were unsuccessful. The attempts were to request more descriptive information to determine if what was referred as "funny plastic" by the customer was actually part of the catheter (design). Upon receipt of the complaint product on (B)(4), 2011 to bwi lab, it was determined that the complaint description is not part of the catheter design as initially questioned and thus was determined that it may pose potential risk to the patient if this piece gets detached from the catheter during use.